Event description:
It was reported that the user experienced hyperglycemia with a highest reported blood glucose of 476 mg/dl, followed by 377 mg/dl on fingerstick and later 251 mg/dl, and also reported a bent cannula and two insets that did not deploy properly with the needle remaining attached. Symptoms included no physical complaints other than frustration. Outcomes included self-management with a supply change and continued monitoring, without medical intervention or hospitalization. Investigation included troubleshooting and education conducted during the call. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and user-reported infusion set issues were noted but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.